Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('expulsion of essure device'), uterine haemorrhage ('bleeding in uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumor / teratoma / cancer"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, uterine haemorrhage, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, hormone level abnormal, migraine, cystitis, vaginal infection, urinary tract infection, allergy to metals, fatigue, pelvic pain, dyspareunia, abdominal pain upper and neoplasm outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet was received. Previously reported event- medical device removal was replaced with new events: abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary tract disorder, device breakage, dysmenorrhea (cramping), hormonal changes, migraines headaches, bladder infection, urinary tract infection, vaginal infection, nickel allergy, expulsion of essure device, fatigue, pelvic pain, dyspareunia (painful sexual intercourse), stomach pain, bleeding in uterus, tumor. Reporter information were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device expulsion ('expulsion of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes: mood swings"), migraine ("migraines / headaches"), vaginal infection ("infection (vaginal)"), fatigue ("fatigue"), pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("bleeding in uterus"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain") and was found to have neoplasm ("tumor / teratoma / cancer"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, uterine haemorrhage, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, mood swings, migraine, cystitis, vaginal infection, urinary tract infection, allergy to metals, fatigue, pelvic pain, dyspareunia, abdominal pain upper and neoplasm outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: new event added: mood swings. Event onset date were added.seriousness criteria (medically significant) of event genital hemorrhage and uterine hemorrhage was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('expulsion of essure device'), uterine haemorrhage ('bleeding in uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumor / teratoma / cancer"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, uterine haemorrhage, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, dysmenorrhoea, hormone level abnormal, migraine, cystitis, vaginal infection, urinary tract infection, allergy to metals, fatigue, pelvic pain, dyspareunia, abdominal pain upper and neoplasm outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality-safety evaluation of ptc. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos deleted and new events medical device removal and patient did not undergoes essure confirmation test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.